Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment and cap were both damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. A supplemental report will be filed when the evaluation is completed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/24/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/06/2014 with the following findings: there was no damage to the pump, but the battery cap was unable to tighten due to stripped threads. Unrelated to the battery compartment, the display screen was dim and discolored.